Event description:
On (B)(6) 2012, arthroscopic rotator cuff repair was conducted. When the surgeon sutured the rotator cuff with the product, the tip of the needle was broken. After the surgery, the broken needle was found to be slid into the tendon by a radiograph. With the surgeon¿s decision, the broken tip was left in the patient¿s body. Recently, the patient came up to the hospital and claimed his pain with suspicion that it could be caused by the needle. The doctor who did the surgery already has left the hospital and no further information would be obtained with regards to what happened at the surgery.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Manufacturer narrative:
Nothing is being returned for evaluation. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.